Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event was caused by a converter failure. The cause of the converter failure could not be identified. -the converter failure was confirmed. -no image of converter failure and information on the cause of the failure were provided. The device has no repair history for the past year. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that clv lamp error e103 occurred due to converter failure. Error code e103 means that the light source has broken down. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The lamp base outlet and the heat sink connection were scorched. The connection was loose due to wear on the output socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.